Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced a loss of consciousness and received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.